Manufacturer narrative:
Upon retrospective review an error was identified with section d of this report: d3 (abbott laboratories (irving atm). The correct manufacturer location should be abbott laboratories (irving/ia/cc). This correction has been submitted in manufacturer report number 3016438761-2020-00045. Any future information regarding this event will be submitted under manufacturer report number 3016438761-2020-00045.

Manufacturer narrative:
All available patient information were included, no additional patient information was available. An investigation was performed for the customer issue and included a review of complaint text, troubleshooting, a review of service history, a search for similar complaints, and a review of product labeling. The field service representative (fsr) inspected the instrument and observed scratches on the r1a and r2b mixers. The fsr replaced the mixers ran precision and quality controls, which were in specification. The mixer was determined to be the likely cause for the issue. The service history of the instrument verifies no subsequent issues have been reported post service replacing the parts. A review of product historical data did not identify any trends or systemic issues. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer observed falsely elevated sodium results on an architect c16000 analyzer. The following data was provided: sample ID is unknown, on (B)(6) 2020, the initial sodium was 164 mmol/l (normal range is 136 to 146 mmol/l), repeats were 137 and 138 mmol/l. There was no impact to patient management reported.